Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during the deployment, the entire angio-seal device system came out with footplate intact when the doctor did a pull back. The patient was stable in condition and recovering well. Hemostasis was achieved with manual compression. There was no patient injury, medical/surgical intervention required. Additional information was received on 04april2020: the procedure performed for the patient prior to use of closure device was a post-embolization sheath removal using a 5french sheath. A pre-deployment angiogram was performed. The patient received an ultrasound.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6 - results - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One used 6fr angio-seal vip device was received for product evaluation. The sheath was returned mated with the carrier tube assembly. The arteriotomy locator was returned as well. No accessory components were returned for evaluation. Visual analysis inspection revealed that the hemostasis sheath was found to be mated with the deployment sleeve which was in the rear lock position with the color bands fully exposed. The anchor was exposed and posted at an appropriate angle at the distal tip of the hemostasis sheath. There were no anomalies noted with the anchor. No other visual anomalies were noted. For functional testing, digital pressure was applied to the posted anchor and the tamper tube and collagen deployed as intended. There were no functional anomalies noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that either the device was deployed subcutaneously, or the anchor posted prematurely. However, the exact cause of the reported event cannot be determined based on the available information.